Manufacturer narrative:
Console was returned for investigations. Visual inspection of the purge assembly area confirmed a broken/missing blue retainer. The failure mode was due to broken purge retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) was found to have a broken purge clip. There was no reported patient involvement.